Event description:
The nail was damaged. The nail was aligned properly with sheath before inserted in femoral canal, drill did not advance past lag screw hole, it damaged the nail causing a 15-20 minute delay.